Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6)-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 with lot number l2843 (expiration date 06-feb-2012). On an unspecified date the consumer experienced bleeding heavily painful, cramping, back pain, migraine, muscle spasm, high blood pressure, weight gain, teeth are chipping, sharp pains throughout body and hair loss. On (B)(6)-2016 essure and tubes were removed by laparoscopic. Product technical complaint (ptc) investigation and final assessment were received on 29-mar-2016. (B)(4). The reported lot number l2843 is not valid according to local quality team. Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced bleeding heavily. This event, interpreted as genital bleeding, is serious and listed in the reference safety information for essure. In this case, essure and tubes were removed by laparoscopic. Based on the nature of event and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.